Manufacturer narrative:
Due to the delay and the additional medical intervention, richard wolf gmbh classify this case as a reportable serious injury.

Event description:
It was reported that during a holep (holmium laser enucleation of the prostate) procedure, the motor control unit failed. A visual message in german language displays on the screen. Translation: "'caution! "Power control" device error!". Also, advising user to contact an authorized service technician. Once these visual displays the machine is no longer functional. Anytime it is turned on it will sound the alarm with the visual message display. The reported "power control error" issue caused a delay of approximately two-hour delay of the surgery, removing the specimen manually. According to the user, patient was placed under sedation longer than necessary and this resulted in an increased risk of bladder injury for the patient.